Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 595 mg/dl. The customer had symptoms such as feeling foggy, vomiting and almost fainted. The customer treated with injections and pens. Customer's blood glucose value was 70 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer was admitted into mayo clinic health system on (B)(6) 2017 at 1:45pm. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.